Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device did not bow and the cut wire was not exposed. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the exposed cut wire was broken.

Manufacturer narrative:
(B)(4) (won't bow). This code was selected by the manufacturer based upon information obtained from the user facility and does not reflect the condition of the device following the device investigation. A visual examination revealed that the exposed cut wire was broken. The broken end of the exposed cut wire appeared discolored/ blackened. Cutting open the distal tip, the anchor at the distal pierce hole was removed and found that the cut wire was soldered correctly during manufacturing. The od of the exposed cut wire was measured and meets specification. The device would not bow due to the broken cut wire. The condition of the returned incident device was consistent with the complaint that the cut wire would not bow. From the investigation, it was found that the exposed cut wire was broken at the anchor which affected the bowing functionality of the device. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.